Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/01/2017. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an urological surgical procedure on (B)(6) 2013 and the mesh was implanted. Following the procedure, the patient experienced erosion of a part of the mesh, mesh exposure, pain and recurrence of urinary incontinence. The patient underwent a re-operation on (B)(6) 2013. Additional information has been requested.